Event description:
During percutaneous transluminal angioplasty to the shunt anastmosis, the balloon ruptured. A guidewire (gt wire/terumo) was inserted across the lesion via a sheath introducer (everest/medtronic). The product (slalom thrill) was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator. However, the balloon ruptured at nominal pressue during the second inflation. Therefore, it was withdrawn out of the pt's body, and another balloon catheter (slalom thrill) was used for the procedure, which was successfully completed. The vessel had no calcification and moderate tortuosity, and unk % stenosis. The product was prepared and clinically used as per the instructions for use without any adverse consequence to the pt. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to us distributed pta dilatation catheters.